Manufacturer narrative:
The reported event of a battery triggering critical battery alarms was confirmed on the returned battery, (B)(4). Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Critical battery alarms are meant to alert the user that battery power source is at or below 10% relative state of charge (rsoc). Log file analysis revealed several critical battery alarms triggered by (B)(4). However, the remaining charge of (B)(4) was below (B)(4) when these alarms occurred. Analysis of the device revealed that the device met specifications; the device passed visual examination and functional testing. No failure was detected; the critical battery alarms triggered by (B)(4) are legitimate as (B)(4) was below (B)(4) charge. Per the instructions for use (IFU): the instructions for use and patient manual outline the steps for handling and properly connecting power sources, including ensuring proper alignment, as well as instructions not to twist or force connections together in order to prevent damage. Additionally, a reference guide for both visual and tone alarms including potential causes and actions to take and there is a warning to keep spare, fully charged batteries and back up controller available at all times. It also provides information about proper care of the system and what to do in case of an emergency. Always wait until the "ready" turns on to disconnect the battery from the battery charger. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria.

Event description:
It was reported that while the patient was in the clinic on a routine follow up, the log files were reviewed.  According to the log files, the patient had a critical battery alarm.  No consequence to patient.  No additional information available.